Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that over 4 years ago, there were a couple of days that he tried charging his ins, he sat there for hours and hours but the ins never charged up. Because his ins wouldn't charge, he stopped charging the ins and hasn't charged it in over 4 years. Patient also mentioned that when he moved, he didn't bring the recharging equipment because it wasn't working. Patient had an unrelated medical issue and needed an MRI. Patient was redirected to their hcp and he prefers to have the ins explanted. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. The rep reported that the patient¿s implantable neurostimulator (ins) has been depleted for a few years and is in overdischarge. They noted that the patient needs an MRI body scan. Technical services reviewed MRI information and options to verify eligibility. The caller was redirected to follow-up with a healthcare provider. No further complications or symptoms were reported o anticipated.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient needed an MRI of the head, but the patient informed them that their scs did not work and they had not used it in years. They stated that it had been turned off for years. The caller had no additional information regarding why the scs stopped working or when. The patient did not have the programmer with at the MRI appointment either.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient told them the ¿implant was out.¿ the hcp didn't know if the patient meant the implant was discharged or if the external devices couldn't connect with the implant. The patient later reported the device hadn't been charged or active for a year and a half because it took too long to charge; 3.5-4 hours. The hcp called back after gathering more information from the patient stating stimulation wasn't on and they hadn't used the device in two years, and it sounded like they hadn't been maintaining the battery either. It was noted the patient was an inpatient and the manufacturer¿s representative (rep) came out to meet with them and confirmed the patient was full body eligible for an MRI, which the patient needed a head scan. It was reviewed with the hcp that since the patient couldn't communicate with the patient programmer (pp) and since the device was off/dead, the full body eligibility couldn't be determined even though the patient said the last time they needed an MRI the rep. Confirmed the ins was dead and they were able to have an MRI. No patient symptoms were reported and no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient¿s implantable neurostimulator (ins) ¿hadn¿t worked in two years¿. MRI guidelines were also requested. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been conducted to obtain this information. The indication for use for the implanted device was noted as failed back surgery and spinal pain.